Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver shaft¿s distal tip. The second half of the driver shaft¿s distal tip was not returned for analysis. Device was then sent for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver shaft underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver shaft¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver shaft underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2018, the posterior spinal fusion was applied to the thoracic myelopathy by using the expedium viper ii system. The fixed area was t10. During the surgery, the torque of the driver shaft (286725020) was lost while the surgeon was trying to insert x-tab (186770145) at t10 using this driver shaft. Then, it was found that the tip of the driver shaft was broken, and the broken tip might have been left in the patient¿s body. By using another driver shaft, he completed the surgery with a less-than-30-minute delay. The surgeon comments as follows. The patient¿s bone was so robust. - the driver shaft in question could not resist the torque because it was a hollow shaft that is relatively weaker than a solid shaft.